Event description:
Six hole 100 degree tubular plate with 4 3.5 mm vertical screws implanted on left radius on 4/13/96. Plate broke at screw hole. Reported to hosp on 6/8/96. Plate and screws were removed and replaced on 6/8/96.